Event description:
It was reported the patient had temporarily suspended stimulation use due to urinary tract infection. It was noted the infection occurred from (B)(6) 2013. It was reported the patient had an infection every other month. It was noted the patient¿s healthcare provider confirmed no current infection. It was reported the patient was to have a urinalysis performed two days after the call. It was noted a cystoscopy was performed and everything was great.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06fgr, implanted: (B)(6) 2013, product type: lead; product ID neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).